Manufacturer narrative:
H10: a field service engineer (fse) went onsite and was unable to duplicate the issue. The customer performed a replacement of the speaker for preventative maintenance. The fse was unable to duplicate the issue. The customer replaced the speaker for preventative maintenance. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the "primary alarmed failed" alarm sounded. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer attempted a restart to resolve the issue, but the issue persisted. Device repair is currently pending.